Event description:
A pt reported experiencing erratic results with a ot basic enhanced meter. The pt's blood glucose results were 150mg/dl, 135mg/dl, 145mg/dl, 100mg/dl, 143mg/dl, 102mg/dl (these results were provided in the reported issue notes and there is no indication to which is the lab result). Tests were done < 10 minutes apart with a difference of > 20%. Pt did not report any adverse events. No further info has been reported.